Event description:
Edwards received information the during preparation of this device, the balloon would not inflate. It was reported that the balloon was rubbed to rule out the possibility that it was sticking. At that point, the balloon was not visible and therefore, could not be assessed for irregularities and/or damage. It was further reported that the other two lumen of the device were able to be flushed without difficulty and air was removed from the balloon prior to inflation. There was no patient involvement.

Manufacturer narrative:
Device evaluation currently in progress.

Manufacturer narrative:
The device was returned for evaluation. The customer observation that the proplege balloon would not inflate was confirmed. Visual inspection of the returned device found no kinks or bends in the catheter. Deflation of the balloon was attempted with a 2cc syringe and was unsuccessful. An attempt to flush the balloon lumen was also unsuccessful. Further inspection of the balloon found that the balloon hole was missing. This is a confirmed manufacturing defect and the root cause is the skiving operation being missed. As a result an edwards CAPA has been opened to address this failure. Manufacturing records were reviewed and there were no related manufacturing non conformances identified. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.